Manufacturer narrative:
Clarification to d6a: partial date of (B)(6) 2017 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported side unspecified rupture. The device remains implanted.

Event description:
This report has been confirmed as a duplicate of mrn 9617229-2025-14091.

Manufacturer narrative:
This report has been confirmed as a duplicate of mrn 9617229-2025-14091. Additional, changed, and/or corrected data: b2, b5.